Event description:
On (B)(6) 2013, patient reported experiencing leaky issues with the infusion sets of the infusion device. Patient stated, he woke up with a headache last night and that is how he discovered the leak. Patient reported the leak was underneath the adhesive of the infusion set. Patient reported, he tested his blood glucose level and received a reading of 338 mg/dl. Patient stated, he changed the infusion site and bolused to bring the level down; no outside assistance was required. Patient's target blood glucose range is 80-140 mg/dl. Patient reported he discarded the alleged infusion site prior to the call. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Product was replaced; no product return was requested.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Device was discarded.

Manufacturer narrative:
Conclusion the complaint describing a leaky on the head set cannot be verified, the head set meets product specifications. Result infusion set: no sample was received for examination. The reference samples were visually inspected and tested for flow and leak. All test results were within specifications. The batch record for # (B)(4) was verified and it was found within specifications. Pump: the product was not requested for further investigation. The production data comply with the specification. Production reports were reviewed. The problem mentioned by the customer could not be reproduced.